Manufacturer narrative:
Product was requested to be returned and has not been received. This report is based solely on the customer reported issue. The customer has reported issues with engaging the restraints related to the locking twice as tough cuffs, specifically part number 2799. In particular, the customer has reported that the restraint appears to be loose in the ankles. There have been many reports of twice as tough cuffs with difficulty closing and locking the lock due to increased thickness of the webbing material in the straps post laundering. This is a known issue that is being handled internally via CAPA. A review of the complaint history for this product identified no other complaints of the restraint being loose in the ankle area or otherwise. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. A CAPA has been created to address the issue of difficulty closing and locking the buckles. No further corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported issues with engaging the restraints (2799). In particular, the restraint appears to be loose in the ankles. Troubleshooting form has been saved. Customer has put in place a replacement restraint at this time. The date the issue was discovered is unknown and no patient incident or injury was reported.